Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient¿s spinal cord stimulation system was explanted soon after it was put in. It was reported that the patient had trouble with it and it didn¿t work. No further complications are anticipated.